Event description:
An embolization of a carotid artery aneurysm was performed using two target idc coils and six gdc coils. When the rapid transit catheter was withdrawn from the aneurysm, two loops of the last gdc coil delievered came out of the aneurysm coil mass.